Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he believes the device is programmed incorrectly and no longer functioning. The patient also expressed frustration with the communication with his clinic. No further information was given by the patient. Technical services advised the patient to discuss his concerns with his physician. The boston scientific sales representative attempted to obtain additional information with no success. No adverse patient effects were reported.